Event description:
An ophthalmic surgeon reported that the equipment displayed a system message (sm) prior to a vitrectomy procedure. The pt was in the surgical room and had received peribulbar anesthesia. The procedure was cancelled. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and replaced the fluidics module. Preventive maintenance was performed. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).